Event description:
The catheter is leaking.

Manufacturer narrative:
(B)(4) the device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. An actual sample was returned for investigation. It was reported that the catheter is leaking. Visual inspection carried out found that there was encrustation throughout the sample. Besides that, no any other abnormalities was observed. Refer the complaint description, it was stated that customer noticed that the leak is at funnel y junction. The shaft part was then examined using dino lite. It was found that there is a hole on the area of concern (12mm measured from below y-junction part). According to the information provided in sap, the incident occurred during use. Such hole on the shaft might be due to the catheter had contact with a sharp tool that causing the catheter body to pierce through. In current manufacturing process, the catheters are subjected to 100% water leak test after funnel injection moulding process as per (B)(4). Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leakage or blockage on both air channel and drainage lumens. Any defective catheters will be culled out during this process. Based on the investigation conducted on the returned sample, such hole that presence on the catheter shaft may likely due to contact with sharp object or tools during handling which resulted in leak catheter. Therefore, this complaint could not be confirmed.

Event description:
The catheter is leaking.